Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was placed on the patient, two hours after the cuff had a huge leak and not getting volumes. It was stated that they replaced with another new tracheostomy tube, tested and it was fine. One hour after the device was placed the cuff was blown. Another device was placed without difficulty.